Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when reaching the biggest size. Reportedly, there are pieces of the balloon material that detached inside the patient and was retrieved by a rat tooth forceps. The procedure was completed with another cre pro wireguided balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Problem code 2907 captures the reportable event of balloon material detached. Block h10: investigation results a visual examination of the returned complaint device found that only the balloon material was returned, and the balloon was found to be stretched. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst when reaching the biggest size. Reportedly, there are pieces of the balloon material that detached inside the patient and was retrieved by a rat tooth forceps. The procedure was completed with another cre pro wireguided balloon. There were no patient complications reported as a result of this event.